Event description:
It was reported that the patient¿s lead with a serial number of (B)(4) remained implanted but was out of service. The lead had high impedances of >20000 on electrodes 0-7. There was impedance testing done as well as reprogramming. The impedances were also noted on the implantable neurostimulator as >20000 and the device remained implanted but it was out of service as well. There was a single lead active and the patient was unable to feel any stimulation. Every electrode had impedances >20000. The patient outcome was listed as alive with no injury. It was further reported that the patient was scheduled for revision on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3888-33, lot# j0511601v, implanted: (B)(6) 2006, product type: lead. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3550-29, lot# n204784, implanted: (B)(6) 2012, product type: accessory. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Follow up information received reported that the planned revision had been postponed to an undetermined time. If additional information is received, a follow up report will be sent.